Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side ¿double and thickened capsule¿, ¿contracture on the right prosthesis¿, ¿right breast prosthesis with signs of encapsulation¿, ¿lobulated contours¿, ¿subcapsular anechoic fluid in small quantities¿ and ¿bilateral breast hardening.¿ the device has been explanted.